Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" condition relating to oxygen delivery. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module sub assembly needs replaced to address the issue.